Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Increasing/high pacing thresholds were also observed for the competitor right ventricular (rv) lead. Boston scientific technical services (ts) reviewed diagnostic data from the device and noted the power consumption had been steadily increasing over the past year and was expected to continue rising; device replacement was recommended. This device remains in service at this time.